Event description:
Needle broke while being used upon closure. All pieces of the needle were collected and placed in specimen container. A new needle was opened to complete the procedure. Manufacturer response for 2-0 vicryl undyed 27", (brand not provided) (per site reporter): product returned to manufacturer for evaluation.